Event description:
It was reported that the user experienced two consecutive inset 6 mm infusion sets that did not deploy properly, requiring both sets to be replaced, after which insulin delivery was resumed. No adverse clinical symptoms reported. Outcomes included replacement of the affected infusion sets with no medical intervention or hospitalization. Investigation included customer communication, basic troubleshooting, and education on proper infusion set insertion and connector attachment; no device alarms were reported. Investigation of this case revealed an infusion set deployment issue consistent with an insertion or connector attachment problem associated with the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was user technique or handling related to infusion set insertion or connection.

Manufacturer narrative:
Initial.